Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. During a device changeout, the lead was disconnected from the device with no damage observed. The lead was reconnected with appropriate measurements. The lead was then reprogrammed to another vector. No adverse patient effects were reported.